Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, shaking and vomiting. The patient reports while at a wedding their continuous glucose monitor (cgm) and pod had lost connection. The patient did not have back up treatment and had gone without treatment for 4-5 hours. Upon returning home in the evening the patient applied a new pod but their blood glucose level had not decreased. Once at the hospital the patient was transferred to the intensive care unit and treated with an insulin drip, intravenous fluids and medication for nausea. The patient was discharged from the hospital after 2 days.